Manufacturer narrative:
Calibration and qc at the customer site were acceptable. Two samples from the patient were submitted for investigation. For sample 1: the customer's result was reproduced at the investigation site. Additional measurements using a rapid assay from creative diagnostics as well as an independent in-house roche assay detecting other antibodies against sars-cov-2 produced clearly positive results for both assays. Sample 1 is considered to derive from an early phase in seroconversion. For sample 2: the customer's result was reproduced at the investigation site, however, when this sample was tested using a rapid assay from creative diagnostics as well as an independent in-house roche assay detecting other antibodies against sars-cov-2, the reactivity pattern did not correspond to sample 1. It is suspected that this sample is not from the same patient. A general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The samples were requested for investigation.

Event description:
The initial reporter complained of discrepant positive results for 2 samples from 1 patient tested for elecsys anti-sars-cov-2 (anti-sars-cov-2) on a cobas 6000 e 601 module. The result from sample 1 was 1.46 coi (positive). The result from sample 2 was 1.36 coi (positive). Both samples were tested by the virclia lotus method and were "negative." The actual results were not provided. This product is not listed on FDA's list for emergency use authorization. It is not known which results were believed to be correct. The result of 1.36 coi was reported outside of the laboratory. No pcr result is available. The e601 module serial number was (B)(4).